Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an end user's husband, who stated that "he was in kitchen when heard his wife's oxygen catch fire. She had a lit a cigarette with oxygen on." He transported her to a local hospital where she was reportedly diagnosed with second degree burns to her face. The end user's husband confirmed that the unit was not damaged and is still operational. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an end user's husband, who stated that "he was in kitchen when heard his wife's oxygen catch fire. She had a lit a cigarette with oxygen on." He transported her to a local hospital where she was reportedly diagnosed with second degree burns to her face. The end user's husband confirmed that the unit was not damaged and is still operational. For this reason, the end user's husband confirmed that they would continue to use the device, and would not return it for evaluation.